Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient had wound dehiscence approximately 4 weeks after surgery on (B)(6)2025. The physician believes the patient may have been touching the incision at the generator site, causing the edge suture sights to separate. Wound care was administered immediately, however, due to concerns of the generator being exposed to open air during wound management, the surgeon preferred to replace the generator with a new one before closing, to avoid infection. The generator was turned off. It was later confirmed that the patient had undergone a full explant on (B)(6)2025. A review of device history records showed that both the lead and generator were both sterilized and both passed quality control inspection prior to distribution. No additional surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was further clarified that the wound dehiscence was seen only at the site of the generator, but both the lead and generator were removed. The physician stated that the cause of the wound dehiscence is possibly "an external factor or possible picking," but the physician does not believe the wound dehiscence was caused by the generator and plans to re-implant the patient.

Event description:
It was further reported that the patient was fully re-implanted.